Event description:
During baxter's evaluation, the device falsely recognized that the door was open, when the door was closed. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The evaluation determined that the pump falsely recognizing an open door was caused by a failed input/output printed circuit board (I/o pcb). As a result, the failed I/o pcb has been replaced.